Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7325631, medical device expiration date: 2022-12-31, device manufacture date: 2017-11-21, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) and air bubbles on lot # 7325631. Unable to perform complaint lot history check for difficult/unable to operate and air bubbles for unknown lot number. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7325631. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag ca was difficult to draw during use. The following information was provided by the initial reporter: material no. 324920 batch no. 7325631, unknown it was reported that syringe was hard to draw and when she does draw there are air bubbles. Verbatim: consumer inquired about lancet to see if it is still available, explained we no longer manufacturing this. Asked her to check with the pharmacist or with the doctor to see if they can refer. Consumer reported her 6mm, .5ml all the needle hard to draw insulin. If she uses 10 units, it starts giving bubbles. Needle is keep on creating bubbles even after she taps the syringe. She thinks she used to use the 8mm needle prior to that and when she read the article about the 6mm is a good syringes she started using the 6mm syringes. Issue: consumer reported needle gives bubble when she draws the insulin has occurred in the past with other boxes as well. She has been a diabetic for 30-40 years. Advised consumer to go over the instruction with the doctor if she is having an issue with the bubble with each syringes. She stated her doctor is very busy. She inquired if we are still manufacturing the 8mm syringes. Explained we are manufacturing the needle. Advised consumer to check with her doctor before switching the needle size. Read privacy statement. Offered to send the replacement. Consumer refused to provide her information. No further information available.